Manufacturer narrative:
(B)(6).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen [1000 mcg/ml] at a dose of 316.1 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and that the pump status and/or event log reported that a motor stall occurred and was active. The patient did not recently have an MRI (magnetic resonance imaging). The patient experienced a sudden change in therapy/symptoms with symptoms of increased spasticity, clonus, and dysreflexia. The date of the event was (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a consumer who reported that the pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2017. It was reported that the stall occurred at 4:00 a.m. On the day of the initial report and had not yet recovered. It was noted that pump replacement was scheduled for (B)(6) 2017. The cause of the stall was not determined. The patient¿s weight at the time of the event was unknown. It was indicated that the hcp had no further information and that no additional contact was available.